Event description:
Caller alleged false negative hcg results for one patient. Results as follows: patient came into the e.r. With abdominal pain. The patient already knew she was pregnant; found out on (B)(6) 2013. Patient's urine was run twice, with negative results at 3 minutes. For troubleshooting purposes, the customer took the used device out of the trash hours later and noticed it was positive. The customer also ran the serum on a new device and it was strong positive right away. Quantitative serum hcg result: 144 miu/ml. Last menstrual period: (B)(6) 2013. Urine: appeared clear, almost colorless. Specific gravity: 1.004. No patient sample was available for testing. Patient is taking prenatal vitamins.

Manufacturer narrative:
Control: 20 miu/ml hcg urine lot: hcg 121115-01; 100 miu/ml hcg urine lot: hcg 130130-01. Summary results: the retention devices meet qc specification. Detail as below: the 20 miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=29). The 100 miu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=5). Conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with cut off and mid level hcg urine controls. All results met qc specifications. No false negatives were observed. Manufacturing batch record review did not uncover any abnormalities. Patient's hcg level in serum was quantified at 144 miu/ml. Serum hcg levels are usually higher than in urine. Patient's urine hcg levels may be below cut off which could give a negative result. Root cause could not be determined without patient specimen in-house analysis. To date, (B)(4) complaints of this nature have been reported against lot hcg 2030203. This issue will be tracked and trended. Corrective action not required at this time.